Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database by product code found no prior reports. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patients sternum was previously repaired using a straight locking plate from the hand set. The sternum was healed; however, a 10mm fully threaded locking screw back out. The surgeon removed the screw and then attempted to place another 10mm in another hole that wasn't previously used. The surgeon then decided to leave the place and additional screws in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.